Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: was needle piece removed from the patient? The needle piece wasn t removed from the patient. Any additional tissue dissection damage due to searching for needle? No. What was the size of the needle used? 36.4mm. Was more than half the needle retained in the patient? No, it was reported that about 1 mm of the needle tip broken. The broken tip was not found even with the help of CT. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength: 275 g /m.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2022 and suture was used. During use on the patient it was reported that about 1 mm of the needle tip broke when sewing the uterus in the surgery. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/21/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, but unavailable: rlzarp is not recognizable. Please confirm the correct lot number for the device that experienced the quality issue. All answers above are unobtainable. Once there is any update, we will update the information. Additional information was received: after investigation, the patient (female, specific age unknown) underwent cesarean section on (B)(6), 2022. The operator used vcp518h for uterine tissue suture in the way of continuous suturing (the specific suture tissue level was unknown). During the suturing, the operator found that the needle tip was missing by about 1 mm. The operator immediately visually found the missing needle tip and couldn't find it. The operator then assisted by bedside CT examination. The broken part of the needle tip was still not found in the patient's body (the broken part of the needle tip was not found eventually). The operator replaced a new suture (the specific product information was unknown) to continue the suturing. The subsequent surgical operation went smoothly. This event did not cause any other harm to the patient except for prolonged operation time (specific extension time was unknown) and increased operation cost. The patient has been successfully discharged currently, and no subsequent adverse event report was received. Trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength -= 275 g /m product complaint # (B)(4). Date sent to the FDA: 6/21/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: 05/25/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information requested; rlzarp is not recognizable. Please confirm the correct lot number for the device that experienced the quality issue.